Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she was unable to communicate with the ipg using the charger and programmer. The patient does not recall the last time the ipg was recharged or used. Surgical intervention is planned to address the issue.